Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 654832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, cough, bronchitis, urinary tract infection, constipation, nausea, cephalgia, sinus pressure, nasal sinus drainage, sore throat, sensation of pressure in ear, rib pain, frequency of menses, gravida ii and parity 2. Family history of colon polyps and cancer. Previously administered products included for an unreported indication: bactrim and ibuprofen. Concurrent conditions included rectal pressure severe, localised tingling and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia heavy menstrual bleeding)/abnormal bleeding( menorrhgia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine/headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, migraine and alopecia had resolved and the metrorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 290 lbs. The coil was deployed with approximately two coils visible within the endometrial cavity. The coil was deployed with approximately three coils noted within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 131.54 kgs. Hysterosalpingogram - on (B)(6) 2009: results of confirmatory test bilateral occlusion. Tubes were blocked. Fallopian tube closure devices are in position. No spillage was seen into the peritoneal cavity.. Lot number: 654832 manufacture date: 2009-07 expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: results of confirmatory test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events : dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 654832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, cough, bronchitis, urinary tract infection, constipation, nausea, cephalgia, sinus pressure, nasal sinus drainage, sore throat, sensation of pressure in ear, rib pain, frequency of menses, gravida ii and parity 2. Family history of colon polyps and cancer. Previously administered products included for an unreported indication: bactrim and ibuprofen. Concurrent conditions included rectal pressure severe, localised tingling and uterine bleeding. On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding( menorrhgia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine/headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, migraine and alopecia had resolved and the metrorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 290 lbs. The coil was deployed with approximately two coils visible within the endometrial cavity. The coil was deployed with approximately three coils noted within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 131.54 kgs. Hysterosalpingogram - on (B)(6)2009: results of confirmatory test bilateral occlusion. Tubes were blocked. Fallopian tube closure devices are in position. No spillage was seen into the peritoneal cavity.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs & mr received- lot number was added. New events abnormal bleeding (vaginal), migraine/headaches and hair loss were added. The outcome of all events were recovered. Event onset date was added. Medical history were added. Patient's race and weight were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.